Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (30 mg/ml at 9.5 mg/day) via an implanted pump. The indication for pump use was ¿failed back surgery syndrome ¿ other.¿ on (B)(6) 2015, the patient was put in the ER (emergency room) with nausea, vomiting and increased pain; the patient was having withdrawal symptoms. The patient was hearing a critical pump alarm. The alarm began saturday night ((B)(4) 2015). The pump was interrogated and indicated that a motor stall occurred at 10:45 on saturday. The pump was turned to minimum rate. Pump replacement was scheduled. The patient status was reported as ¿alive-no injury.¿

Manufacturer narrative:
Analysis of the pump found motor gear train anomaly, corrosion, wear and lubrication. Analysis of the pump also found motor gear anomaly stall due to shaft-bearing.